Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster54e; cat# 702-04-54e; lot# 59212601; size 5 accolade ii 127 deg; cat# 6721-0535; lot# 59270501; delta v-40 ceramic head 36/0; cat#6570-0-136; lot# 60101102. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on patient's left hip due to infection (clinically confirmed as (B)(6)).